Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient's parent noticed the sensor failure alert. Ten minutes after the sensor failure alert occurred, the patient experienced a seizure. There was no documentation of patient symptoms preceding the seizure. The parent checked the blood glucose (bg) at the time of the seizure and it was 31 mg/dl. The parent called an ambulance. The bg by emergency medical services (ems) was 180 mg/dl. The patient was evaluated in the emergency department (ed) and the bg there was 300 mg/dl. It is not documented how the hypoglycemia was treated at the time of the seizure; however, the patient did receive a prescription for baqsimi glucagon 3 mg as needed. After 4 hours, the patient was discharged. At the time of the report, the patient was okay. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient's parent noticed the sensor failure alert. An unspecified time after the sensor failure alert occurred, the patient experienced a seizure. There was no documentation of patient symptoms preceding the seizure. No bg was taken at the time of the seizure. It was not documented whether the patient had been monitoring the bg during the time between the sensor failure and the seizure. The parent called an ambulance and the patient was evaluated in the emergency department (ed). It is not documented how the seizure was treated or whether the patient experienced hypoglycemia; however, the patient did receive a prescription for baqsimi glucagon 3 mg as needed. After 4 hours, the patient was discharged. At the time of the report, the patient was okay. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).